Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump will not power on after it fell approximately 3 feet from a dresser to the floor. The patient reportedly changed the battery and the pump still does not have power. There is reportedly no visible damage to the battery cap or compartment and no visible moisture/corrosion in the battery compartment. The battery cap was reportedly never changed and is original to the pump from august 2009. The user guide instructs the user to change the battery cap every three to six months. There is no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that power loss had occurred. The battery compartment was found to be cracked. The battery cap contacts were found to be bent causing intermittent contact with the battery compartment. A test battery cap was used and the pump was able to power on properly and was exercised for 24 hours with no power issues or rebooting. Unrelated to the event the display was found to have a pink tint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.